Manufacturer narrative:
(B)(4). Date sent: 9/20/2024 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "¿did any contents spill into the patient? ¿did pouch only tear? Or did a piece of pouch break off and fall into the patient? ¿if so, was the piece retrieved? ¿was there any change to the procedure or post op care of the patient related to piece breaking off of the pouch?. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic assisted urachal mass excision bilateral lymph node dissection, the pouch ripped open and broke while surgeon was retrieving the specimen. Case was completed. No patient harm.